Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no reported device deformation that could contribute to the retention of foreign material, however, the issue was likely the result of insufficient cleaning/reprocessing, as the facility device cleaning/reprocessing was not implemented in accordance with the IFU. Reprocessing survey info: - device was cleaned, disinfected, and sterilized before being sent to olympus - was there a delay in the start of pre-cleaning: yes - air/water nozzle was flushed with water and air: unknown - were there abnormalities in the accessories used for reprocessing: unknown - did the customer pre-soak in detergent solution: no - was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: unknown - did the customer flush the air/water nozzle / channel with the detergent solution: no in addition, the following non-reportable malfunctions were found during the device evaluation: bending section air leak, switch 1 rubber scratch, bending section adhesive part, plastic distal end cover scratches, image guide pipe scratch, image guide snake pipe oredome scratches, light guide snake tube connector part side original scratch. Olympus will continue to monitor field performance for this device.

Event description:
The customer further reported that the purpose of treatments was for therapeutic and diagnostic purposes. The name of the procedure was polypectomy. Procedures may be delayed by upto five minutes in some cases. There was no information on whether additional anesthesia is given to the patient during the delay. Inspection before use was conducted.

Manufacturer narrative:
This report is being submitted for additional information received from customer. Please see update to b5. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus, when the evis lucera gastrointestinal videoscope was used in procedures, the endoscopic images were cloudy. The air supply and water supply did not recover. There was issue with the water supply function. When the facility in charge checked the water function, the phenomenon could not be reproduced. The issue occurred multiple times with the same product. However, the procedures were completed with the same device. The device was returned to olympus for evaluation, and it was found that the nozzle was clogged with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation ¿cloudy image¿. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.